Event description:
During a lower anterior resection procedure, the device was used for a double stapling technique. The doctor needed some force to close closing lever more than usual. The staples were malformed (open shape). The procedure was completed by hand sewing. There were no adverse consequence to the patient.